Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The main circuit board was replaced during service. No further information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a blower issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed multiple low peep alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to software design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a peep blower issue. There was no patient harm or serious injury reported as a result of this incident.